Manufacturer narrative:
Date sent to FDA: 10/07/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2021. Additional information: a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent right inguinal hernia following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported the patient underwent removal surgery on (B)(6) 2012. It was reported the patient experienced pain, inflammation, and recurrence. No additional information was provided.